Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 2936.0mcg/day via an implantable pump. The indication for use was intractable spasticity. The healthcare provider reported that a motor stall was seen on initial interrogation. The patient didn't have a recent MRI. The patient was brought to the ER (emergency room) due to what appears to be baclofen withdrawal. Per the healthcare provider they were planning on replacing the pump today but wanted to verify that replacing the pump was needed. The reporter planned on following up with the physician. Additional information received the patient had withdrawal symptoms including severely increased spasticity. The pump was interrogated and it was determined there were multiple motor stalls over the past 24 hours. The pump was replaced. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. The cause of the motor stalls was undetermined.

Manufacturer narrative:
Correction made to patient's medical history prior to the use of baclofen. Change of pyoderma gangrenosum disorder to seizures disorder.

Event description:
The patient's medical history prior to the use of baclofen included cerebral palsy, hydrocephalus, ventriculoperitoneal shunting, dystonia, wolff-parkinson-white syndrome, developmental delay, and seizure disorder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information was received from the healthcare provider (hcp). The hcp reported that on (B)(6) 2016, the patient was diagnosed with increased tone and spasticity and dystonia in the lower extremities. The patient was reported as being given oral baclofen to mitigate the symptoms during the motor stalls. According to the hcp, the patient was hospitalized on (B)(6) 2016 and was discharge on (B)(6) 2016 for the malfunctioning baclofen pump. The hcp also provided the patient¿s medical history and concomitant medications. The patient¿s medical history prior to the use of baclofen included cerebral palsy, hydrocephalus, ventriculoperitoneal shunting, dystonia, wolff-parkinson-white syndrome, developmental delay, and pyoderma gangrenosum disorder. The patient is noted as being medically complex as a result of a (B)(6). The patient¿s concomitant medications included coenzyme q10 at 300 mg daily, ergocalciferol-vitamin d at 1000 mg daily, levetiracetam at 500 mg, polyethylene glycol capsules daily, and tamsulosin at 0.4 mg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.